Event description:
It was reported that during a cori-assisted tka, surgeon successfully prepped the distal femur with the robotic drill then, proceeded to prep the remaining 4-1 cuts with the traditional cut block and manual saw blade. Following the cuts, surgeon felt as if the anterior cut was too proud. Then switch the femur prep to "burr all" and wiped over the anterior cut, to reveal blue modeling of the bone indicating at least 2mm of bone remained. He proceeded to prep the bone with the robotic drill until the cut was flush. He also confirmed that notching had not occurred. Upon trialing, the surgeon noted that the size 6 femur (which was the planned femur and cut block planned and used for the previous cuts) did not fit ap - the trial was too loose. After, surgeon cut the femur for a size 5 with a manual 4-1 block and saw blade. The surgeon noted that minimal anterior bone was removed during this cut. He then proceeded to successfully trial and cement with a size 5 femur. Surgery was performed after a non-significant delay, using manual 4-1 block and saw blade with minimal anterior bone removed. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Additional information: h6 (health effect - impact code and type of investigation) , h10 (roi) h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The provided log files and screenshots were reviewed with the software, clinical, and technical support teams. The event described in the complaint was confirmed via the log files and screenshots. No relevant software errors were observed within the log files, indicating that the software and system were operating as intended. Additional review by the software and technical support teams showed that the data collection was sufficient, but the cutting workflow did not proceed normally. The user used a cut block with the system, completed cutting with the cut block, and, instead of proceeding to refine, switched to "bur all". The workpiece (bone model) is regenerated differently for a cut-guide as opposed to "bur all". Thus, the teams concluded that the root cause was related to user error: the user should have used refine mode after cut block and before burring. The clinical/medical investigation concluded that the software, clinical, and technical support teams review of log files/screenshots revealed the ¿software and system were operating as intended.¿¿ and ¿concluded that the root cause was related to user error: the user should have used refine mode after cut block and before burring.¿ a complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H6 (investigation findings and investigation conclusions).